Event description:
It was reported that, during the explant procedure of the old device due to normal battery depletion (nbd), this right ventricular (rv) lead was plugged into the new device and exhibited high shock impedances out of range. The technical services (ts) indicated to the field representative to unplug all electromagnetic interference (emi) sources, but the measurements were still out of range. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.